Manufacturer narrative:
Additional information received; the site has updated the relatedness assessment of the intraoperative blood loss due to failure of percutaneous closure from 'possible' to 'having a causal relationship' to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii/iis stent graft was implanted as part of the post market advance study during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure failed percutaneous closure resulting in bleeding occurred. A conversion was performed with reconstruction of the common artery with resolution on the day of the index procedure. The anesthetic report noted the patient experienced a total blood loss of 1200ml with recovery 6 days post the index procedure. The site assessed the failed percutaneous closure as possibly related to the index procedure and not related to the device or underlying patient condition. The sponsor assessed the failed percutaneous closure to be causally related to the index procedure and not related to the device or underlying patient condition. The site assessed the blood loss as not related to either the index procedure or device. The sponsor assessed the blood loss to be causally related to the index procedure and not related to the device or underlying patient condition. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 18-jul-2025, UDI#: (B)(4); product ID: etlw1616c82ee, serial/lot #: (B)(6), ubd: 15-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : the blood loss was treated with IV fluids and medication. The event resolved on the same date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.